Manufacturer narrative:
Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) that was implanted in the patient's right eye (od) on (B)(6) 2018 was not sitting correctly. Also, upon beginning surgery, the doctor noted compromised zonules so the lens was placed in the sulcus. Post-operatively, the patient had poor vision and the iol tilted. Therefore, the lens was explanted on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record evaluation could not be performed since the serial number is unknown. Labeling review: since the lens model and serial number were not provided, the labeling review could not be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.